Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected replace battery alarm noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool confirmed power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that insulin pump received hardware low level failure alarm, replaced battery alarm and power error alarm. Customer's blood glucose was 360 mg/dl. Customer stated that the clear alarm. Customer received requested to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the performed self test and test was passed. Customer also reported that the insulin pump insulin flow blocked alarm. Customer was reporting a past event. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by changing complete set. Customer troubleshooting was performed. The insulin pump will be returned for analysis.